Event description:
The manufacturer received information alleging active exhalation verification test steps had failed during preventative maintenance on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was evaluated at the manufacturer service center. During the evaluation it was noted that the devices active exhalation control module (aecm) had failed causing the active exhalation test steps to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the detachable battery, internal battery, motor blower assembly, stirring fan foam, pollen filter, exhaust fan assembly, and forty-three micron filter was replaced for preventative maintenance unrelated to the reportable malfunction/issue.